Manufacturer narrative:
Corrected data: b5- the surgeon implanted a 12.6 vticmo 12.6 implantable collamer lens of diopter -17.00/+2.50/095 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced an excessive vault, significant reduction of iridocorneal angles, and yag was performed. On (B)(6) 2023 the lens was explanted. On the same day separate surgery a replacement lens of a shorter length lens was implanted and the problem was resolved. Status of the eye states, "clear, quiet, small central abrasion". Reportedly " the corneal abrasion was not related to the icl". Additional information states, "m -3.50ou 20/80+ (expected) was 20/70 pre-op". The cause of the event is unknown and the device did not fail to perform as intended. Claim# (B)(4).

Manufacturer narrative:
Patient info: unk. Date of event: unk. Health impact- clinical code: 4581 - significant reduction of irido-corneal angles health impact - additional surgery: 4625 - addition new pi. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+2.5/095 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. Additional surgery was performed with the addition of new pi. The lens was replaced with a shorter lens and the problem was resolved. There was a small central abrasion but it was not caused by the icl. The cause of the event was unknown.